Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 300 units of insulin and the insulin gauge displayed over 60 units of insulin and then displayed 100 units of insulin. Customer's blood glucose level was 89 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and received an accurate fill estimate.